Event description:
It is reported that the pt's stimulation turns on and off throughout the day. The pt indicated that the therapy works really well for her when it is turned on. No sources of emi aside from regular and properly grounded household appliances were reported. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).